Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A review of the complaint history did not identify any adverse trends. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false positive sofia sars result for 1 symptomatic patient. The customer communicated that the result was confirmed negative through pcr testing.